Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Customer reported that during patient treatment the autopulse platform powered on and immediately displayed user advisory (ua) 45 (not at home position after power on/restart), the customer was unable to clear the ua error. The customer performed manual CPR on the patient. The patient outcome is unknown. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on (B)(4) 2015. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found that there were no physical damages noted. A review of the platform archive was performed and there were multiple user advisory 45 (shaft not at "home" position) occurred during the event date of (B)(6) 2015. The lifeband straps were not pulled completely out prior to turning the device on. The encoder position was two revolutions off the home position. The encoder position was at home position when the device returned for service. The device passed functional tests without any fault or error report. A run in test with the 95% patient test fixture (lrtf) was performed for several hours without duplicating any of the user advisory or fault. Autopulse platform performed as intended. Based on the visual inspection, there were no parts replaced. In summary, the customer's reported complaint of autopulse displaying ua 45 was confirmed during archive review. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. The autopulse passed all the tests and meet all the required specification.